Event description:
Following a training session at a new installation, the dillon trainer and an assistant repositioned the camera detector head for storage. The detector head detached from its mounting arm while it was being rotated into the storage position. The detachment is a safety concern. There were not pts present and no injury occurred.

Manufacturer narrative:
Evaluation revealed that threaded inserts had pulled from the detector back plate. Inspection of all cameras incorporating the same detector mounting design is underway. Conclusions gained from this evaluation: it is likely that the inserts on 09-005 were "over torqued". It is unlikely than mounting screws used in the field were too long. It is unlikely that 8-32 x 9/16 shcs were used in the field. Heli-coils, properly installed and properly torqued, are stronger than required to maintain a safety factor of 10. Until the results are received from the metals testing house, no conclusion can be made to whether materials used are as specified.